Manufacturer narrative:
Failure analysis noted that the insulin pump was received while alarming compromised force sensor system during the prime a33 test due to a faulty force sensor resistor. The insulin pump was also received with a minor scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported by the customer's mother via phone call that when trying to put the tubing in her son's insulin pump, it would not fill up. She stated that it did not stop or slow down when the rod hits the plunger. The insulin pump would rest and then displayed that the settings were being saved. The pump then alarmed compromised force sensor system. Their blood glucose was unknown at the time of incident. During troubleshooting, they said that the drive support cap appeared to be normal and the pump had not been dropped. The customer was advised to remain disconnected from the insulin pump and to revert to a back-up plan. The customer was advised that the insulin pump would need to be replaced. The insulin pump was returned and analysis was completed.